Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door latch issue, which was experienced as a system error 322 while running a loaded set. System error 322 was confirmed through a review of the event history log. This was caused by a failed upper latch switch. The upper auxiliary was replaced to correct this condition. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a door latch issue. It was also reported there was no patient injury.